Event description:
While clipping a structure on the gallbladder using the davinci medium-large clip applier, the clip would not release from the instrument and in the process of trying to release it, the clip broke inside the patient. All pieces of the clip were retrieved and removed from the patient cavity. No harm to patient. Intuitive medium/large clip applier part#: 470327-12 lot#: k10230810.